Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical data logs showed that the device was in lead ii and no selections of any defib actions were selected by the user. The device would have changed to pads view if any of the defib related action buttons were pressed by the user. There was no evidence in the logs that the device was unable to analyze if all criteria were met. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.